Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The reported failure of black specks appearing in the lens image was confirmed, and the investigation determined that the cause was significant breakage of the image guide bundle. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
Additional information was supplied by the customer. Visual black specs in lens got progressively worse while being used interoperative.

Manufacturer narrative:
Additional information: b5, d9, and h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound broncho fiber videoscope had black specs in the lens. This issue occurred during reprocessing. There were no reports of patient involvement.